Event description:
A sales rep sent an email to baxter corporate product surveillance to report a v-link luer activated device which leaked. According to the report, the facility alleges that they are experiencing breaking and leaking v-links. It is unknown when the event occurred. It is unknown if there is patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.